Event description:
The customer had an ansel introducer sheath that came apart. The physician was putting it in and the hub came off the sheath. Update received (B)(4) 2011. The procedure took place in the lower extremity angio. They were exchanging the 5 fr sheath for the ansel to do an atherectomy (rfa.) The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The device was returned in a used and damaged condition: the cap had separated from the sheath with the flare intact and no evidence of elongation. Other than marks from haemostats, the sheath was otherwise unremarkable. The instructions for use informs the end user that all catheter and instruments used with this introducer should move freely through the valve and sheath. Devices from the complaint lot number were assembled after the effective implementation date of september 15, 2010 for a CAPA that required (B)(4). Regardless, a CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.